Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the caregiver reported that on the same day the end-user experienced hypoglycemia with blood glucose (bg) levels in the 30s after making multiple meal announcements (bolus). The end-user was transported to the hospital by caregiver, treated with oral carbohydrates, and discharged the same day with no reported long-term effects.